Event description:
Visual analysis of the returned intravascular ultrasound (ivus) imaging catheter found the distal tip assembly was broken off. The tip assembly was not received. Details around when and how the tip was separated from the catheter are unknown. It was reported that it did not occur during the use of the ivus in the percutaneous coronary intervention (pci) procedure. Pci was being performed for a 90% stenosed, severely tortuous and calcified lesion in the distal right coronary artery (rca). There was no reported patient consequence.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints for tip detachment/separation were found in this lot. The returned catheter was visually inspected, approximately 19.8 cm of the distal tip assembly was broken off and missing when received.. Microscopic examination of the fracture site showed slight necking, frayed edges and areas of elongation. During visual analysis, fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub. Kinks were observed in the sheath assembly. During image characterization testing, no image appeared in the system due to electrical open at distal. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The labeling review was performed and found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on examination of the fracture site, it appears that the imaging window detached due to excessive force applied; however, because it is unknown how or when the issue occurred, a root cause of undeterminable was assigned.